Manufacturer narrative:
Submit date: 1/3/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a foot pump. The customer states that a burning smell came from the unit as it was running. The customer stated before returning the unit I opened the case to ensure nothing was still burning. I found that the pins on the board are bent and that there is a burn mark where c13 is and I believe that component has burned up.

Manufacturer narrative:
Customer's reported condition was a burning smell. Upon evaluation by a service technician, the customer's reported condition is not confirmed. The unit passed all test, torque all screws and tech did not find anything wrong with the unit. If information is provided in the future, a supplemental report will be issued.